Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1902162. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture sample, the reported defect could not be identified. To further evaluate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were examined and no defects were observed. Based on the provided customer feedback, it is possible that the reported incident resulted from plunger lip damage; however, without the actual sample this cannot be determined. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the syringe s2 5ml 23ga 1-1/4in bd china leaked liquid from the back during use. The following information was provided by the initial reporter, translated from chinese to english: "was about to use a 5ml syringe and found that the liquid leaked from the back."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe s2 5 ml 23ga 1-1/4in bd (B)(6) leaked liquid from the back during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "was about to use a 5 ml syringe and found that the liquid leaked from the back."